Manufacturer narrative:
(B)(4). (B)(6). The reported event was related to a use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient (pt) experienced a use error during peritoneal dialysis (pd) therapy which resulted in peritonitis. The use error was further described as the patient reused the minicap. The patient was not hospitalized for the event. On an unreported date, the patient began treatment with injection vancotroy, intraperitoneally (ip, 2 grams, stat) and gentamycin (ip, 20 mg, once daily for 21 days) for peritonitis. The reporter stated that the treatment with gentamycin may change after culture/sensitivity report is available. The outcome of the event was unknown. The action taken with pd therapy was not reported. Additional information was requested but is not available.